Event description:
Da vinci stapler 45 was being used on gastric sleeve procedure and after multiple successful loads the stapler started to misfire. The stapler was removed and reapplied after checking connection of the arm drape. An additional stapler was required to continue the procedure. After initial stapler load was used the additional load triggered a misfire message requesting stapler be removed and replaced. A third stapler was required to complete the procedure after multiple attempts with the second stapler. The 2 staplers that generate the misfiring message were removed with labels and submitted to supply manager. Patient was not injured due to this incident. Sureform 45 stapler being used for procedure. After several fires the stapler would not fire with an error stating to remove and replace cartridge. After several attempts a second stapler was used with the same results. No patient harm occurred. Third stapler was used to complete surgical task. Ref# 480445, lot# t10220726.